Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, an fse conducted troubleshooting with the customer over the phone to address the reported event. During troubleshooting, the fse walked the customer in performing sample needle alignment to the sample tube. The fse instructed the customer to clean and lubricate the z-axis guide rod on the sampler. The customer found that the loader had to be moved for the x-axis alignment for sample tubes. The fse visited the customer onsite and performed all sampler alignments and cleaned and lubricated the sampler z-axis lead screw. The customer was able to run samples without any issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the sampler alignment.

Event description:
On (B)(6) 2015, a customer reported z-axis error with their g8 analyzer. The customer changed the sample needle but error persisted. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.